Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the possible cause of death is stroke. The caller stated that when they found the customer, her blood glucose was below 20 mg/dl. The caller stated that the customer had health problems, including heart disease and stroke. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; it was disconnected by the paramedics at the house on (B)(6) 2016. The customer was not using sensors. The customer declined returning the insulin pump for analysis, at this time.